Event description:
On (B)(6), 2005 this pt underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprostheses. On (B)(6), 2011, a proximal type I endoleak was discovered during routine follow up. On (B)(6), 2011, a reintervention occurred whereby the pt was implanted with an aortic extender component. The endoleak resolved.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specs.